Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, issues with night vision, ghosting images during the day and decreased contrast sensitivity following intraocular lens (iol) implant. Eight months following the initial surgery a lens exchange was performed siting dysphotopsia for the reason. Additional information received; the patient did not tolerate the multifocal lens and it was exchanged for a monofocal. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.